Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary¿ the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The cautery tip is detached; the detached tip was not returned. Biological matter can be observed on the device. The device will be sent to the manufacturer for further review. Manufacturing investigation results for vapr tripolar 90 suction elect: the device was not returned in its original packaging, a bag only. No distal tip returned. Ceramic is separated at the end of the return tube. Two gouges are noted at the end of the return tube. Handle assembly is used, no misuse. Cable and plug assembly condition are used, procedural residue visible in suction tube. This device was investigated, and it was deduced that due to the condition of the tip components and lack of distal tip that this device has been misused. A proponent of this would be because of the ceramic being separated at the end of the return tube and there are also two gouges noted at the end of the return tube. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would have not contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the tip detached is traced to procedural variables, such handling of the device or product interaction during procedure; as per instructions for use (IFU); excessive force may damage the electrode tip assembly. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device lot number (u2501015), and no non-conformance was identified.

Event description:
This is report 3 of 3 for (B)(4). It was reported that during in-house engineering evaluation, it was determined that the vapr tripolar 90 suction elect device fell apart. It was initially reported that during a rotator cuff repair procedure, it was discovered that the device was unable to abate. Two replacement devices were used to continue the surgery, but the same issue occurred again. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.